Manufacturer narrative:
A boston scientific latitude specialist documented the reported observation and recommended the patient contact his following clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated he fainted and then believes he received a shock. No adverse patient effects were reported.